Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the provided picture identified the gray impactor pad has fractured into two fragments, resulting in the pad coming off the threads of the handle. Due to the quality of the image, fracture analysis cannot be completed. Part and lot information verified from etch in provided picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the impactor shows sign of use and wear and tear; the handle of the device has some nicks and gouges and the strike plate of the device has gouges and scuff marks as well. The grey poly impactor tip has fractured into two pieces and all were returned with the device. The features of the fracture surface visually align with a bending overload fracture failure mode. There is epoxy residue on the threads of the impactor tip. Part and lot information confirmed from product etch. It remains that a definitive root cause cannot be determined. It remains that the reported event is confirmed from the provided picture and product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the impactor was fractured during usage.additional information on the reported event is unavailable at this time.